Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 entire jaws came off after about 20 minutes. It has not fallen into the patient. The procedure was completed using the new vasoview. It does not cause any harm to the patient. There are no delays in the process.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000311408 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.